Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during pumping. The customer's blood glucose (bg) level was 380 mg/dl and the bg level was addressed with an alternate pump. A new cartridge was successfully loaded to address the event.